Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient who had an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by manufacturer representative that patient was feeling uncomfortable stim and pain. They had already attempted to walk patient and patient's husband through turning ins off over the phone but they were having difficulty even navigating to the my therapy app. Rep conference called in patient's husband. During the call, patient's husband was walked through interrogating ins with handset, going through tutorial video and getting to programming screen which showed ins on at 2.8 ma. Patient's husband was able to successfully turn off ins and indicated that pain was better but they still felt tingling. Rep directed patient and patient's husband to leave ins off for the time being and to call healthcare professional (hcp) to further troubleshoot options. It was reviewed that likely system is not causing patient's symptoms as patient was still feeling a little bit of tingling even after ins was turned off. Rep suggested patient seek medical assistance if necessary as nothing further can be done with the ins at this point. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep). They reported the cause for pain feeling or tingling after ens turned off was unknown. The patient has a pain syndrome and also has what rep believes to be an mdt pain device that may or may not have caused the tingling feeling after the fact. The interstim device was currently on and is functional. Patient is going for a follow-up with physician on aug 8 and will address the issue at that time. Patient states they are still having the tingling feeling and physician has been made aware of the issue and will see the patient in the office to correct. No further complications were reported or anticipated.